Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel displayed the abdominal pressure incorrectly due to a damaged main board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the intra-abdominal pressure displayed on the front panel was incorrect. Due to damaged main board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the high flow insufflation unit, had main board damage. The reported issue was found during regular maintenance. The facility completed the procedure with the same device. There was no delay, anesthesia, or patient harm associated with the event.